Manufacturer narrative:
The insulin pump was received with a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarms due to drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms. No unexpected no motor movement alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone pump error was found. Customer was not able to complete the displacement test. The insulin pump will be returned for analysis.